Event description:
It was reported by a nurse that a vns patient experienced an increase of seizures and more severe seizures with injuries. The increase in seizures was indicated to have occurred after the start-up of vns therapy. Soon after the increase, the vns parameters were changed and the patient was back to pre-vns level seizures. Medication was not changed, no special circumstances (illness). Given the new therapy, it was an expected event for the patient to react with an increase to a new treatment (vns). System diagnostics (date (B)(6)-2009): ok, ok, 0.75 ma, impedance value 3210 ohms, eos 10y.